Manufacturer narrative:
The device was received for evaluation. During evaluation, the device confirmed an issue of 'up button not working'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of up button not working in the keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.